Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150610004, work order (B)(4) was manufactured on 25-jun-2017. (B)(4) parts were manufactured, (B)(4) parts were manufactured to specification and 1 part was scrapped. Scrap: 1 part from this lot was scrapped: scrap code a025: this concerns a casting defect. There is no correlation between this scrap reason and the failure mode of the complaint. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: patient underwent a left tka due to djd. The patella was resurfaced. Cement mfg is unknown. No complications noted. On (B)(6) 2021: patient underwent a revision of the left tka due to aspectic loosening. Tibial component was revised without difficulty from the cement mantle. Patella and femoral component were retained with no deficiencies noted. (B)(6) 2017; (B)(6) 2021; left knee.